Event description:
It was reported that the patient's device had a power on reset due to radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a three critical random access memory (ram) parity error power on resets (por)s on 10 aug 2012 in location "17 86", 27 sep 2012 in location "0f 42" and 09 aug 2012 in location "39 91". The device should be able to recover from the event and continue normal function. Radiation therapy was noted.